Event description:
According to the facility "the surgeon and the hospitalist had to stick a patient multiple times and use multiple central line kits".

Manufacturer narrative:
According to the facility "the surgeon and the hospitalist had to stick a patient multiple times and use multiple central line kits". Per the facility "the dilator was too flimsy and not sturdy enough to go through the skin". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.